Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch for the report. The returned sample was visually inspected and found to be conforming. The probe tip was not observed to be broken. A photo of the product is attached and has been reviewed by the investigation site. The photo confirms that the needle assembly is separated from the probe assembly. The photo cannot confirm if the needle assembly was broken or detached. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The provided photo indicates the probe needle is separated from the probe assembly. However, the returned sample was found to be conforming. Therefore a broken tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that tip of the probe was broken before surgery. Surgery completion was unknown. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).